Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade IV.

Event description:
Taiwan. Allegedly, a patient received right breast cancer mastectomy and direct to implant reconstruction on (B)(6) 2024. Post mastectomy radiation was treated. She has right breast capsular contracture grade IV and received the revision surgery. ((B)(6)).